Event description:
The hub of a guiding catheter broke off. The report received from the affiliate, indicated that the hub of 6f guiding catheter had separated from the catheter. The device was broken when it was received. Consequently, the device was not used.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.